Event description:
The customer reported a leak inside the coulter lh 780 hematology analyzer. The customer reported that the instrument generated differential laser offset upper failed error messages when the leak was noticed. The customer reported that approximately 2 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, gown, and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the lower sheath tubing was torn from the fitting at the flowcell. The fse proceeded to replace the tubing to resolve the leak. The fse also adjusted the light scatter (ls) offset, and the flowcell alignment to resolve the error messages. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the leak is attributed to a torn lower sheath tubing from the fitting at the flowcell. Failure mode of the differential laser offset upper failed errors is attributed to the flowcell alignment and the ls offset needing adjustments; the instrument operated as intended by generating the differential laser offset upper failed errors to alert the operator of an instrument issue. Results: light scatter offset and flowcell alignment. (B)(4).